Event description:
Patient reports he has been having headaches recently. Unknown if it is actually related to cassettes or not. Patient has more available, but they are also affected cassettes, pharmacy is sending replacement cassettes. No injury to patient. Problem cassettes will be returned. Holan lot number and expiration date is unknown. Cassette lot number: 4298336, expiration date unknown. Onset and end date of event is unknown, unknown if event is resolved. Pump return tracking info is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unk. Position of pump when alarm occurred is not applicable. No add'l info is available this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Unk; is the actual cassette available for investigation? Yes; did we replace the cassette? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? No; if no, what was the pt instructed to do in able to continue their infusion? Continue as is. Is the infusion life sustaining? Yes; what was the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.